Event description:
A customer reported experiencing bleeding after inserting the adc sensor. The customer experienced pain, bleeding, and subsequently lost consciousness. On behalf of the customer, the spouse called an ambulance, and it was indicated that the customer received unspecified medication for treatment from a healthcare professional. No further additional treatment and information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Applicator was fired successfully. Observed sensor cap was retained inside the applicator cap. No further investigation can be performed at this time as the sensor has not been returned. If sensor is returned, an investigation will be performed. Issue will be closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after inserting the adc sensor. The customer experienced pain, bleeding, and subsequently lost consciousness. On behalf of the customer, the spouse called an ambulance, and it was indicated that the customer received unspecified medication for treatment from a healthcare professional. No further additional treatment and information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported experiencing bleeding after inserting the adc sensor. The customer experienced pain, bleeding, and subsequently lost consciousness. On behalf of the customer, the spouse called an ambulance, and it was indicated that the customer received unspecified medication for treatment from a healthcare professional. No further additional treatment and information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Applicator was fired successfully. Observed sensor cap was retained inside the applicator cap. No further investigation can be performed at this time as the sensor has not been returned. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this report serves as a correction for mfg report 2954323-2022-43647 as the information on reported DHR in section h10 has been updated.